Manufacturer narrative:
The reported complaint was confirmed. The pump does not meet passing criteria. Pump was scrapped since a complaint was reported.

Event description:
A patient reported that their pump alerted infusion complete only an hour into their infustion. They were assisted in switching off the pump and clamping the lines. Medication was 5fu. Infusion parameters unknown.

Manufacturer narrative:
The reported complaint was not confirmed in the event log and was not repeated in the performance test. The pump was found to be operating inside the specification.